Manufacturer narrative:
Analysis was normal, no anomalies were found.

Manufacturer narrative:
This product is registered as a combination product. The results/methods and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for a routine follow up on (B)(6) 2020. Upon examination, it was noted that there was loss of atrial capture. There were very low amplitude p waves with intermittent loss of capture and loss of pacing from the device due to undersensing. The patient had an underlying sinus rhythm with 1 to 1 atrioventricular conduction so undersensing caused her native rhythm to be come through. A chest x-ray was performed which showed the atrial lead had dislodged and appeared to be free floating in the right atrium. It was noted that the this was her first check up since the 6 week post implant follow up. On (B)(6) 2020, the patient was brought to the hospital for a lead revision procedure. While dissecting the suture sleeve on the atrial lead, the lead pulled out of the vein. The physician stated this confirmed his observation that the lead had been free floating in the atrium. A new lead was then implanted without incident. The physician stated that the patient did not suffer any adverse consequences from the lead dislodgement other than having minimal response to pacing. The patient tolerated the procedure well and was discharged the same day after recovery.